Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling their device pace. It was noted that right ventricular (rv) capture management was turned off and that the patient may really be feeling pacing. The lead is still in use. No further patient complications have been reported as a result of this event.